Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call high blood glucose, blank display, failed battery test and battery out limit alarm on the insulin pump. Customer's blood glucose level was over 600 mg/dl. Customer treated their high blood glucose via manual syringe. Customer was advised to replace the battery on the device and that a replacement battery cap would be sent out. Troubleshooting for blank display was performed. Customer's father advised the insulin pump fell down and the display screen ready no battery. Customer was advised to wait for the replacement battery cap and call back if issues persist.